Event description:
It was reported that, during coil embolization for internal carotid artery-posterior communicating artery (ic-pc) ruptured aneurysm, after implanting a first coil (the subject device) for framing the aneurysm, a second coil was inserted using a second microcatheter, but still attached to the delivery wire. The second coil became tangled with the first coil and both were removed from the patient's body using one microcatheter. The physician was able to untangle the coils; however, the coils were broken while outside the patient's body. The procedure was completed with another coil. There were no clinical consequences reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, it is possible that the main coil tangled while getting retrieved from the micorcatheter and later broke due to some procedural factors encountered during use, possibly leading to the as reported issues; however, cannot be confirmed. Based on the additional information provided by the customer, no damage was noted to the coil prior to use and the device was prepared as per direction for use (dfu); therefore, an assignable cause of undetermined was assigned to the as reported issues 'nv ¿ main coil tangled', and 'nv ¿ coil broken/fractured', as the device was not returned, and the review and analysis of all available information failed to indicate as assignable cause.

Manufacturer narrative:
This is 2 of 2 reports. Device not returned.

Event description:
It was reported that, during coil embolization for internal carotid artery-posterior communicating artery (ic-pc) ruptured aneurysm, after implanting a first coil (the subject device) for framing the aneurysm, a second coil was inserted using a second microcatheter, but still attached to the delivery wire. The second coil became tangled with the first coil and both were removed from the patient's body using one microcatheter. The physician was able to untangle the coils; however, the coils were broken while outside the patient's body. The procedure was completed with another coil. There were no clinical consequences reported due to this event.